Event description:
It was reported the device demonstrated evidence of electrode disconnect likely due to pocket instability and poor electrode connection to viable tissue. There were two episodes of false detections. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).